Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement less than 200 ohms which had triggered the lead safety switch (lss). A revision procedure was performed and the system was removed from service. Prior to the procedure, measurements were 280 ohms through the device and the pacing system analyzer (psa). A new system was implanted without further incident. No adverse patient effects were reported.